Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the foley catheter balloon was found deflated and outside of the patient. The rn instilled saline into the catheter and saline squirted out of the side of the balloon. A second catheter was placed and again it slid out of the patient. Saline was injected, and it squirted out of the balloon.